Manufacturer narrative:
The device was evaluated by ventec where the reported issue of oxygen delivery failure was confirmed. Ventec observed that the therapy failed to initiate because rotary valve (rv) 1 was not properly homing. Upon internal examination of the device, ventec observed that the extdc power cable had been incorrectly routed, applying force to the rv1 position sensor cable connector, designator cn901, on the control board which caused cn901 to break from the board. Ventec replaced the control board and ensured that all cables were properly routed in order to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the extdc power cable was misrouted, forcing the rv1 position sensor cable connector, designator cn901, to break off of the control board.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed a failure with oxygen delivery that could cause or contribute to an adverse event. There was no patient involvement associated with the reported event.